Manufacturer narrative:
Cardinal health is proactively filing this report. It is not certain which glove was actually worn by the physician, but it could possibly have been this cat# and lot#. The device history record review showed that this lot was inspected and released in compliance with all inspection requirements. Historical trending was done. Unfortunately the actual complaint sample was not available for visual or physical evaluation. Therefore the actual root cause of the reported defect could not be determined. We will continue to monitor complaints for any trends. (B)(6).

Event description:
On (B)(6) 2012, a female patient had gi surgery. Then on (B)(6), she was readmitted for vomiting and had exploratory surgery. During the surgery a ¼ inch piece of glove was found inside the patient. Per the european contact, it is believed that the patient's vomiting/readmission/second surgery was due to a problem with the first procedure, and not a direct result of the glove fragment.